Event description:
It was reported that a diagnostic anomaly resulting in inconsistent longevity measurements was observed following a magnetic resonance scan. The device was interrogated again at a later date and the longevity returned to the expected value. The patient was stable and experienced no adverse consequences.